Event description:
Complainant alleged that the medics were defibrillating a pt (age and gender unknown), but at some point during the administration of a shock, the pad burst. There was no indication from the complainant of any adverse effect on the pt as result of the reported malfunction. The complainant indicated that the used electrodes would not be returned to zoll for eval, as the pads were inadvertently discarded subsequent to the event. In addition, the complainant was unable to supply the lot number of the used electrodes, as the electrode packaging was also discarded subsequent to the event. Numerous attempts were made to obtain add'l pt and event info from the complainant's facility. All attempts were unsuccessful.